Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during several endoscopic retrograde cholangiopancreatography (ercp) procedures in the interventional radiology suite, the cutting wire of the sphincterotomes broke with each use of the device to perform a sphincterotomy. The procedures were completed with a backup device. This led to a longer procedure time and additional cost for each intervention. There were no reports of patient harm.